Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling device was being used while transecting a vessel. The stapler was fully fired but the blade did not reach the cut line. In order to resolve the issue and complete the case, used a new reload to the same handle to transect the vessel. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.